Event description:
A hospital in (B)(6), reported that the an rd900 neopuff infant resuscitator is not delivering the correct pressure. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our service centre in (B)(4) where it was inspected by a trained fisher & paykel healthcare (fph) service technician. The damaged components were then sent to fph (B)(4) for further investigation. Results: visual inspection revealed that the lower end cap on the enclosure was damaged. During the performance check of the device no pressure was being delivered. Further inspection revealed that the manometer manifold port was broken. A lot check revealed no other complaints of this nature for lot 030730. Conclusion: the damage observed on the returned components was most likely the result of some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The subject neopuff was over 11 years old. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was repaired and returned to the customer after passing the safety and performance checks.

Event description:
A hospital in (B)(6), reported that an rd900 neopuff infant resuscitator is not delivering the correct pressure. This was found prior to patient use.